Manufacturer narrative:
(B)(4). The non-medtronic service provider evaluated the ventilator and reported a faulty pressure solenoid (psol) valve. Medtronic was not authorized to conduct the repair. The evaluation and repair will be completed by a non-medtronic service provider. The reported complaint could not be confirmed.

Event description:
It was reported that an 840 ventilator generated an error which rendered the ventilator inoperable. Although requested, patient involvement information was not provided by the customer.